Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine, 10 mg/ml at 2.377 mg/day via an implantable pump. The indication for use was spinal pain. The patient reported too much movement of the pump in the pump pocket. The patient had lost a significant amount of weight and had excess tissue in the abdomen. Per the patient, that there had been a few pump refills that were difficult due to the pump moving so much. The pump was removed from the original pocket and placed in a new pocket in the right buttocks. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.